Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. At the one day post-op the pt presented with a slipped flap (od). The flap was refloated to reposition and treated with antibiotic and steroids. The pt has responded to treatment. The pts pre-op bcva was 20/20 ou. The pts current ucva is 20/40 os and 20/50 od.